Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date reported "(B)(6) 2019." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "sensor ended," when scanning the adc freestyle libre sensor. In (B)(6) 2019, as a result of the customer not being able to monitor their blood glucose, the customer lost consciousness and emergency services were called and a blood glucose of 1.9mmo/l was obtained on an unspecified meter. The customer received 2 infusions if IV glucose as a treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.